Event description:
No blood glucose levels were provided. The customer reported unexplained no delivery alerts from the insulin pump. The customer also reported needing to change the battery of the insulin pump frequently. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).